Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Investigation is in progress. No further information was available at the time of the report. Should additional info become available, a follow-up report will be submitted. There are two cases associated w/this product; therefore a separate FDA form 3500 has been generated to address the other case.

Event description:
It was reported that the nasal cannula tubing was found "severly kinked in the package:. When the respiratory therapist removed it from the pkg, the tubing remained kinked & they did not apply it to the patient.

Manufacturer narrative:
Additional information: non-conformance investigation was completed and the root cause was determined to be inconsistency among operators to follow assembly work instructions and inadequate packaging carton. A correction and corrective action have been done to include retraining and updating work instructions to include second packaging. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as the results of the non conformance investigation indicated that this complaint can now be closed with no further action as all non-conformance issues have been investigated and closed for the reported complaint and phenomenon of kinked tubes. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 13, 2016. (B)(4).

Manufacturer narrative:
Correction has been made to patient sex as this was submitted on the initial MDR incorrectly on (B)(6) 2015 due to no patient information being available. A correction is also needed due to a quality complaint investigation that was performed on (B)(6) 2015, but was not submitted on the initial MDR on (B)(6) 2015. This information was discovered (B)(6) 2015. No sample was received to assist with the investigation. A picture of the product involved in the complaint received was visually examined. It was observed that one of the cannula tubes was kinked close to the location of the slider piece. It is difficult to determine if the kink affected the function of the device. Investigation performed by quality department of the manufacturing site based on the visual examination of one picture provided by complainant, confirmed the reported quality issue. The preliminary investigation indicated that the probable cause could be an issue in the packaging process of the product. A full investigation is required to determine real root cause (s) and actions to address and prevent reported quality issue. No previous investigations are available to leverage. After review of the picture provided by complainant, a discrepancy (kinked tube) was found. This warrants further action and a non-conformance will be opened. The complaint will remain open until completion of non-conformance. Additional information received from the manufacturing site on (B)(6) 2015 confirmed item (B)(4) is a customer private label product manufactured at the (B)(6) site. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).